Event description:
It was reported to boston scientific corporation that a ultraflex partially covered esophageal stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to seal an esophageal leak following bariatric surgery (sleeve gastrectomy). The patient was noted to be obese. The leak was initially sealed with an ovesco clip and a non-bsc stent. The non-bsc stent was removed after the patient complained of pain. On (B)(6) 2012, the ultraflex stent was implanted at the site of the leak. On (B)(6) 2012, it was noted that the leak was not resolved. Upon inspection of the stent, two holes were noted in the covering of the stent. The holes were reported to be 10mm in size. Tissue ingrowth was present in at least two locations through the stent cover. The stent was removed from the patient without issues. It was noted that the clip was not in contact with the stent and the areas of stent cover damage were distal to the clip. Following removal of the ultraflex stent, a non-bsc stent was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient weight was not provided, the patient was reported to be obese. (B)(4): stent blocked due to tissue ingrowth. Holes present in stent cover. An endoscopic image of the stent was provided. A bsc medical review of the image confirmed that a hole does appear to be present in the stent covering with tissue ingrowth through the stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.